Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked. The leak was observed on the seam near the injection port. The event occurred prior to use; therefore, there was not patient involvement. No additional information is available.

Manufacturer narrative:
One used actual unit was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional leak testing a leak was identified from the seam near the injection port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.